Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The harmonic ace was found to have a cracked blade. The blade broke during in-house testing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace (ha) instrument was damaged, an investigation was conducted to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Although the complaint regarding the reported failure was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This is considered a reportable event due to the following conclusion: it was alleged that the instrument was damaged, and information provided through follow-up indicated that a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was damaged. Another instrument was used to resolve the issue. The procedure was completed with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to verify the site reporting the complaint and, after being provided the correct site information, obtained the following additional information: the ha instrument was damaged, and the reporter indicated that a fragment fell inside of the patient¿s anatomy. The specific area of the instrument damage was not specified. The fallen fragment was retrieved during the same procedure. No other information was provided.